Event description:
Caller concerned with meter giving high readings. Stating she is having problems with insulin intake based on meter readings. Stated meter reading too high and she's taking too much insulin, which is resulting in her sugar dropping too much in the middle of the night. She feels this is very dangerous. Caller transferred. Received transfer call: caller wanted to know how accurate her meter is because she has been getting high readings and is dosing herself based on the readings. Caller is on a sliding scale and basis treatment on readings. She didn't specify how many units she takes she said it's based on the reading she gets. This morning she had an appointment with her doctor and took her meter with. While waiting in the lobby, she took her reading, got approximately 300, then took her medication as she normally would after doing her readings. Three minutes later, she took her reading with the doctor's meter and it was 199. Base on this reading, she calculated that she had taken 4 units more then she should have. Doctor did not say or advise to take other medication. She hasn't been able to do a control solution test because she doesn't have solution. She stated she had not eaten prior to the test. She is using the first drop of blood. Educated her that we recommend using the second drop of blood and she said she's been doing it for years and has never heard about the second drop. Did tell her I would replace her product and send solution so she can test her meter. Attempted to gather more information, but caller was not cooperative stating she did not have time.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.